Event description:
Information received from the angina relief registry indicates that a patient received tmr on (B)(6) 2013. The patient was found deceased by wife on (B)(6) 2013. No autopsy was performed.

Manufacturer narrative:
Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported is accurate or has been confirmed.